Event description:
Event description guidant received information that this coronary sinus lead was explanted due to a high out-of-range rate/sense impedance measurement. A fractured conductor is suspect. Upon extraction, insulation damage was also observed. The lead was replaced without noted incident.